Event description:
Clinical affairs was notified on (B)(4) 2012, that a participant in an abbott diabetes care fs navigator continuous monitoring system clinical trial, while using the device within product claims/intended use, suffered an exacerbation of their eczema. It was further reported that in (B)(6) 2012, the participant noticed a rash in the area of the sensor adhesive and elsewhere on the subject's body. The subject self-presented to their healthcare provider and was prescribed a seven course of mometasone (B)(4) topical steroid cream. Customer denied self-treating. During a scheduled study site visit on (B)(6) 2012, the participant's eczema in the sensor adhesive area had resolved, but it continued elsewhere on the body in areas unrelated to the navigator sensor insertion site. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The actual date when the event occurred is unknown. The date is the date when abbott diabetes care became aware of the event. (B)(4)